Manufacturer narrative:
As confirmed by the response above, the device was not in use on a patient at the time of the tip detachment and was removed by the clinician as a result of being unable to express adhesive from the device. The product IFU states that clinicians should [?] Approximate the wound edges together using either a gloved finger or sterile forceps. Maintain the wound edges in apposition during the application of liquiband rapid. As a result of this, it is unlikely that any glass should get into the wound, and in the event that it did, it would become encapsulated in the adhesive which would then naturally slough off over time as stated within the IFU.

Event description:
According to the report: the ampule broke and glass got on someone's closure site. The person using the glue took the top off trying to get product out - they did not realize there was a glass ampule inside.